Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump had alarmed with no delivery, causing his blood glucose to run high at 500 mg/dl, several months prior to the report. Customer stated the no delivery alarm was due to the infusion set coming out of the skin. Troubleshooting was not possible as this was a previous event. Customer also reported he experienced low blood glucose of less than 50 mg/dl on (B)(6) 2014. He treated with apple juice. Troubleshooting for low blood glucose was performed with the insulin pump. Drive support cap appeared normal. The reservoir showed the same amount of insulin as was displayed on the status screen. It was found the time was not correct on the insulin pump. Nothing further reported.